Manufacturer narrative:
H6: codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported that approximately six-months post-operatively the locking mechanism of an ozark plate broke at the c7 screw level and two ozark self-starting, variable screws migrated. Revision surgery was performed. This report captures the second of the two ozark screws.

Event description:
A company representative reported that approximately six-months post-operatively the locking mechanism of an ozark plate broke at the c7 screw level and two ozark self-starting, variable screws migrated. Revision surgery was performed. This report captures the second of the two ozark screws.